Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise leading to pacing inhibition with greater than two seconds of asystole for this pacemaker dependent patient. Due to this issue the patient became syncopal and fell. The patient endured a subdural hematoma related to the fall. Subsequently a revision procedure was performed where the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.